Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was received that indicated the needle was pulled back into the safety mechanism, but the needle was still exposed which resulted in a needle-stick injury.